Event description:
It was indicated that the subject pacemaker was explanted (date unknown) due to "item failure".

Event description:
It was indicated that the subject pacemaker was explanted (date unknown) due to "item failure".

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the subject pacemaker was explanted (date unknown) due to "item failure".